Event description:
It is reported through the pt's attorney that a zmr implanted in the pt's right hip in 2000 fractured at the junction of the two components in 2004 and required revision surgery in 2004.